Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). The physician suspected a possible leak which was not established during the removal. A replacement surgery was performed, leaving the reservoir deactivated inside the patient. The patient didn't experience additional adverse events, and is stable post-surgery. No more information available at the moment. Should additional information become available, it will be provided.